Manufacturer narrative:
The force bipolar instrument was received for failure analysis. The customers reported complaint could not be replicated nor confirmed. Visual inspection-external and internal, manual articulation of inputs, and intuitive motion tests/ inspections were performed and the complaint could not be reproduced. The instrument was tested on an in-house system, passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument could not be removed out of the port. The instrument was removed along with the cannula, and the port incision did not need to be enlarged for extraction. The instrument had a dislocation in the wrist portion of the instrument, which likely caused it to catch on the cannula. The instrument had sustained physical damage, and a fragment did fall into the patient's anatomy. However, the fragment was not retrieved during the same procedure or in a subsequent surgery. Prior to use, the instrument was inspected, and no damage or abnormalities were detected. It is unknown whether the instrument collided with another tool or device during the procedure.

Manufacturer narrative:
Additional information: on 12-may-2025, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event: it was confirmed that the force bipolar instrument could not be removed through the cannula due to the wrist of the instrument becoming dislodged. No fragment fell inside the patient as initially reported.

Event description:
Refer to h11 for follow-up information.